Event description:
It was reported intermittent occlusion alarms occurred. During follow-up with tandem clinical support, customer reported using supplies for more than six days. Tandem clinical support informed customer that cartridge and infusion set should be changed every 3 days per the user guide, and clean the back of pump vent to help prevent occlusion alarms. Customer acknowledged. There was no reported adverse impact.

Manufacturer narrative:
H6 (removed MDR code 67, added MDR code 61). Per tandem¿s instructions for use: supplies should be changed every three days.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact. No additional information was provided. Customer declined follow up from tandem technical support.